Event description:
The procedure being performed was a suboccipital for cranial. The patient was in the prone position. "During the procedure when the bore was used- the patient's head moved-the mayfield head clamp slipped causing the 6" inch laceration". The laceration was sutured.